Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the implantable loop recorder (ilr) failed to implant due to an unknown issue. It was noted that the ilr was rejected at the puncture site during each implant attempt. The ilr was not implanted and will be attempted again at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# lnq11. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.